Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Mhra adverse incident report reference no. (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape procedure on (B)(6) 2011. According to the complainant, in 2016, the patient was seen with spontaneous on and off vaginal pain, dyspareunia, and tenderness on examination. She was scheduled for cystoscopy and examination under anesthesia and excision/oversewing of the exposed mesh. The patient reportedly cancelled the procedure as she had other medical emergencies. The procedure was performed on (B)(6) 2018.